Event description:
The customer reported that the insulin pump alarmed every time she fills the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk. The unit had scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, and broker reservoir tube lip.